Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the instrument broke during use in surgery. No patient complications were reported.

Manufacturer narrative:
Additional info: visual analysis reveals the leading edge of the threaded portion at the driver¿s tip is pealed back. The pealed portion is ¿2mm. The inner shaft of the driver has been bent, but the center shaft is still functional. The above observations are consistent with misalignment while loading the screw to the driver. The bent shaft could have aided in the misalignment or been caused by it.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.